Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported when using the unspecified bd vacutainer tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. No customer concern. This was a clinical observation during a paqc (pre-analytical quality check) that I conducted. Of 23 total citrate (blue top) tubes observed, 1 was less than 90% full; of 23 edta (lavender top) tubes observed, 12 were less than 90% full. No product numbers or lot numbers will be provided.